Manufacturer narrative:
(B)(4). The complaint cannula is currently en route to fisher & paykel healthcare (f&p) new zealand for evaluation. We are in the process of determining if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
FDA reported on behalf of a healthcare facility that the tubing of three opt946 nasal cannulas broke during patient use. The patient desaturated. No further consequences were reported.

Event description:
The FDA reported on behalf of a healthcare facility in virginia that the tubing of two opt946 nasal cannulas broke during patient use. The patient desaturated. No further consequences were reported.

Manufacturer narrative:
(B)(4). The opt946 nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: although two complaint cannulae were reported, three complaint cannulae were received at fisher & paykel healthcare (f&p) new zealand for evaluation and were visually inspected. Results: visual inspection of the three returned complaint cannulae revealed that the tubing was degraded in multiple areas and there was white residue on the tube with all three complaint devices. Conclusion: degradation of the tubing is most likely due to the hydrolysis caused by nebulizing drugs. Based on previous complaints it is known that this is caused by the nebulizing drug epoprostenol. All optiflow nasal cannulas are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannulae would have met the required specification at the time of production. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. Do not soak, wash or sterilise.